Event description:
A user facility reported that an intraocular lens (iol) was noted after insertion to have a bent haptic. The surgical incision was enlarged. Additional information has been requested.